Manufacturer narrative:
Concomitant product: product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported that they noticed a white powder on the programmer and found that the battery had corroded inside the programmer. The patient tried connecting the programmer to the implant and stimulation stopped. The patient noticed that while the programmer was pushed against the implant they felt a burning at the implant site and the burning stopped when the programmer was removed from the site. The consumer stated that the programmer only showed the number 60 and was unable to recall any other symbols and the patient was unable to change parameters with any other buttons. Further information received from the consumer reported that the programmer had poor communication. The patient was able to communicate with the recharger and was able to turn stimulation on and the implant was charged. The poor communication screen was seen on the programmer and a battery message. The consumer changed the batteries and the programmer then worked, but there was corrosion in the battery compartment. The patient was able to clean up the corrosion and the programmer was working. The indication for use was failed back surgery syndrome. If additional information is received a follow-up report will be sent.